Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato guide catheter: hyperion pb 3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported inflation issue and physical resistance appear to be related to circumstances of the procedure; however, the reported balloon rupture appears to be related to circumstances of the procedure/user error as the balloon was inflated over rbp. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric and heavily calcified mid left anterior descending artery that was 99% stenosed. A 2.5 x 15 mm nc traveler balloon catheter was used for pre-dilatation and met initial resistance with the anatomy. However, during the first inflation, the balloon was inflated below the rated burst pressure and it did not fully inflate, so inflation was continued past the rated burst pressure, 24 atmospheres. The balloon then ruptured and was replaced with another 2.5 x 15 mm nc traveler balloon catheter and a non-abbott stent was implanted. Post-dilatation was then done to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.